Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). Shortly after reaching eri, this ICD exhibited elevated pacing thresholds and high impedance on this transvenous defibrillation lead. A guidant technical services (ts) consultant discussed the likelihood of clavicular crush, and recommended invasive evaluation.